Manufacturer narrative:
Evaluation summary: the products were not returned for analysis; they remain implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot numbers or any identification traceable to the manufacturing documentation. A root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiple cases of deposits on the anterior surface of the lens following cataract surgery with an intraocular lens (iol) implant. Additional information was received from the surgeon that the patients require yag laser to the anterior and posterior capsules.